Event description:
It was reported that the field representative called technical services (ts) to inquire about any possible complications with boston scientific leads interacting with non-boston scientific devices. It was also reported that the patient may have a high shock impedance and a plan for a commanded shock may be performed to evaluate the lead. Ts reeducated the field representative on product interactions. No patient involvement was reported.

Event description:
It was reported that the field representative called technical services (ts) to inquire about any possible complications with boston scientific leads interacting with non-boston scientific devices. It was also reported that the patient may have a high shock impedance and a plan for a commanded shock may be performed to evaluate the lead. Ts reeducated the field representative on product interactions.